Event description:
It was later reported that the patient was implanted in (B)(6) and now it was broken. It was noted the lead wire was broken. The patient had no falls or trauma. The patient had had no shocking. After implant, it was set on 6 and it was very painful. The patient also had a rash on her bottom - on both sides. The doctor told her it was a yeast infection. It took a long time to go away but it went away. The patient turned down stim from 6 and it wasn't controlling her symptoms as well. About 3 weeks to a month ago, stim stopped working all together and about 2 weeks ago, the programmer showed a picture of the doctor and she called. They did an xray and found the wire broken. The patient was scheduled to have the lead wire removed and a new one implanted. It was noted the lead wire in her rear was not working and they are not sure as to why. The patient thought they told her to bring in her programmer so they could take parts from it. It was reviewed they more then likely would need the programmer so the patient could have additional programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The patient saw a ¿call your doctor¿ icon and a power on reset (por) condition. The patient stated that due to a yeast infection and rash, she decreased stimulation on (B)(6) 2013 because it was uncomfortable. The infection and rash had cleared, so the patient went to increase stimulation today and got the por. It was a warning por and the patient would need to go to the doctor¿s office. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03qvr, implanted: (B)(6) 2013, product type: lead. (B)(4).